Manufacturer narrative:
The cusa clarity handpiece (c7036) was returned for evaluation: device history record (DHR): the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis: the investigation of the returned device could not confirm the reported event. Customer complained of handpiece "running hot." However, the handpiece ran for 10 straight minutes on 100% amplitude and did not feel hot to the touch. The handpiece passed all service and repair testing. Root cause: the reported complaint was not confirmed, no fault found. The device passed all testing and meets specification. The technician tried to recreate the failure but the reported failure was not replicated. As a corrective action, we recommend training in priming system and troubleshooting aspiration failures for customer per the clarity the (instructions for use) IFU manual.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that cusa clarity 36khz handpiece (c7036) was running hot. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.